Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg) and it said that the coupler of the subject device was deformed or damaged, omsc presumed there was the possibility these phenomena were attributed to the poor communication due to the camera cable break with applying the excessive force by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was confirmed the reported phenomenon which occurred the camera cable break. Since it could not adjust the white balance due to this image malfunction, the error e311 which indicates the white balance has not been set was displayed on the monitor during the test was run. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection at the service department of olympus (B)(4), that no proper image was shown which was only dark background with horizontal lines from top to bottom of were visible on the screen. The subject device had been returned by the user due to the problem with the image of the subject device when the connecting to the video processor. The occurrence date of the event is unknown. There was no patient injury associated with this report.